Manufacturer narrative:
Product event summary: the 10fcc13 sheath of lot number 0012972108 and data files containing log files were returned and analyzed. The log files corresponding to the case event date were reviewed and no error codes were identified. The reported air ingress and st elevation couldn't be assessed through data analysis, they are not recorded in the log files. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.04750 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was -0.00761 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the reported air ingress and st elevation occurred during the procedure and could not be confirmed via product or data analysis. The sheath passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, potential air bubbles were identified within the port of the sheath, and the port was flushed twice during preparation. During aspiration, air bubbles were potentially flushed through the sheath causing st elevation. An angiogram was conducted. The case was completed. No further patient complications have been reported as a result of this event.